Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, patient presented with following procedures, decompressive lumbar laminectomy at l5-s1. Posterolateral fusion with pedicle screw fixation at l5-s1. Posterior lumbar interbody fusion using cage at l5-s1. As per op notes, "¿attention was then directed to the laminectomy at l5-s1. This was done using the leksell rongeur followed by thinning of the base of the spinous process and lamina with the drill and finally with the 2 mm and 3mm kerrison punches. Attention was then directed towards the right side where the lateral recess was cleared of soft tissue and the nerve root was then retracted medially. The disk space was sharply entered and disk material was removed using various sized and angled disk rongeurs and curettes until an adequate amount of disk material had been removed. Once a adequately- sized cage was selected, this was placed into position. After filling it with a combination of rhbmp-2, morselized autograft obtained from the laminectomy, and finally a small amount of rhbmp-2. Once this was accomplished, the cage was placed into position using ap and lateral fluoroscopy. Good positioning was accomplished¿¿ no patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.